Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and was repositioned. Additional information indicates that the physician attributed high threshold to scarring. However, the following day, it was noted that the rv lead had pulled back which was observed on chest x-ray. This rv lead was again repositioned and remains in service. No additional adverse patient effects were reported.